Event description:
A planned revision surgery was performed by the surgeon using the blueprint planning feature. Revision due to patient falling a few weeks postop.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in a supplemental report.